Event description:
It was also reported that there was difficulty getting telemetry with the device. The device was replaced. No patient complications were reported as a result of this event. It was later reported that the atrial lead became dislodged during a lead changeout procedure. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.